Manufacturer narrative:
Additional information - software analysis. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis of the system logs confirmed the reported issue that the gray and violet frame components were likely confused during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. Manufacturing date was unavailable at the time of filing. Part not returned.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar fusion case, the site had issues with the navigated frame components. The site had the thoracic probe assigned to the grey navigated frame component and the 5.5 driver to the violet navigated frame component, however, when the surgeon would switch, the tips would stay the same, even though the software would show that the navigated frame component was changing. For example, the surgeon would be navigating the thoracic probe in the grey navigated frame component and switch to the violet navigated frame component, but the 3d cad model would still show the thoracic probe even though the 5.5 driver was the selected tip. The site would have to change the tip to something else, and then back to the 5.5 driver to get it to change. The site tried to remove the tool card and navigated frame components and re-add them during the case, but that did not resolve the issue. The site called after the case and was replicating the issue, but then removed the tool card and navigated frame component and the issue resolved. This caused a 5 minute delay total. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: patient demographics received.